Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the avanti sheath tip separated in the patient during removal. Physician explained the event that occurred to the patient and the extraction process. The radiologist surgeons and anesthesiologist were notified.

Manufacturer narrative:
It was reported that the avanti sheath tip separated in the patient during removal. The physician explained the event that occurred to the patient and the extraction process. The radiologist surgeons and anesthesiologist were notified. Attempts to gather further information have been unsuccessful.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.